Event description:
It was reported that lately there was more breakage than usual with the plug-in end of the pacing leads. The clip bit on the end that gets plugged into the device snapped off. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) analysis confirmed the reported event. Cable lock on the epg (external pulse generator) plug is broken off. The cable is twisted and has a bend in it. Epg plug has multiple spots of discoloring (white). Lead connector has dulled in color and has many areas of adhesive on it.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.